Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause of the issue was not determined. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: the ventilator shut down while on a patient. The ventilator was swapped out and sent to biomed.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: pre-evaluation outcome: neither harm to patient, user or third party nor a treatment delay was reported. Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: the ventilator shut down while on a patient. The ventilator was swapped out and sent to biomed.